Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The promus element stent was deployed. After post dilatation, it was noted that the stent shortened and the stent rings at both ends were closer together. Additional information has been requested and is not available. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
If implanted, give date: (B)(4) 2010. Event date: (B)(6) 2010. Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information to report, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was located in the large proximal left anterior descending (lad) artery. After the 3.0x32mm promus element stent was deployed, it was post dilated with a 4mm nc balloon. During post-dilatation, the proximal end shrank. An additional stent was deployed to correct the first stent.